Event description:
Device malfunction: unable to retrieve embolic protection device (epd). Time of malfunction: during the procedure. Symptom/ae: endarterectomy. Time of symptoms/ae: after the procedure. It was reported that after carotid stent placement in the target lesion, the physician could not recover the embolic protection device (epd). The proximal portion of the stent was not well positioned and several devices were unsuccessful in crossing the stent for epd retrieval. The stent was re-dilatated with a coronary balloon; however, it was still not possible to cross the stent with a retrieval catheter. After two hours the patient was transferred to surgery for an endarterectomy. During surgery, the stent and epd were removed. The patient was noted as "fine". The physician stated after surgery that due to a very tortuous lesion and plaque, the stent was not well positioned at its proximal end, which led to inability to cross the stent with the retrieval catheter or any other device. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.